Manufacturer narrative:
Testing and investigation at the service center found the touchscreen did not respond when pressed. Further investigation found contamination on the edge at the bottom of the touchscreen. The probable cause of broken touchscreen is contamination due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen does not calibrate and did not pass the touchscreen test. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.